Manufacturer narrative:
Additional information sections: h6, h10 an event of off-label use of the device and device embolism was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for amplatzer vascular plugs, arten600038211 revision a, arten600038222a revision a, artmt600539-003 revision a, and 600229-004 revision a " the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
On (B)(6) 2021, the patient underwent a miatrclip procedure to treat functional mitral regurgitation (mr). During the procedure, a small hole was observed in the anterior leaflet and an unknown sized amplatzer unknown plug was placed to treat the tissue damage. On (B)(6) 2021, it was reported that the plug embolized and mr worsened. A balloon pump was placed and the embolized amplatzer plug was removed. A new unknown sized amplatzer unknown plug was successfully implanted with reduction of mr. The patient was reported to be in stable condition. No additional information is available.